Event description:
Caller reported receiving a blood glucose reading of about 300-400 mg/dl; injected 30 units of humalog insulin. Caller stated patient fell into a coma and wife called paramedics; timeframe is unknown. Caller reported paramedics tested patient's blood glucose level with a reading of 25 mg/dl; treated with a glucose preparation. Caller stated patient was taken to the hospital where he was hospitalized for 2 days. Test cassette is not available for return. Requested return of the alleged device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.